Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
System performed as intended; no malfunction. Doctor was able to grab multiple samples. Tough location but was pleased with the results. Patient did receive a pneumothorax due to rt puncturing lung with needle.